Event description:
The customer tested his blood glucose using his 2 contour meters and received readings of 222 and 98 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer used the last of the test strips that gave the comparison readings, so no product will be returned. Replacement tests strips were sent to the customer.